Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test per specification. Sensor passed per specification with accurate readings.

Event description:
The customer reported having sensor alarms and the paramedics were called due to her low blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.please see medwatch report # 2032227-2013-34262.